Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that there was a leaking reservoir. The customer stated that as he was removing the insulin pump from his pocket, the customer noticed insulin in the reservoir compartment. The customer then stated that when he attempted to remove the reservoir, 60 units of insulin spilled into the insulin pump. Nothing further was reported.